Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 to 220 which was not included in the initial report. So, the correct patient weight as per new additional information is 220 which is updated in section a4 with this report. Additional information has been received which was not included in the initial report. The information has been provided in section h6 (medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump was turned off and transmitter got unpaired. The customer reported a blood glucose value of 400 mg/dl. Hyperglycemia was treated with insulin pump. The event involved product(s) mmt-342, mmt-442aj, mmt-1884. Troubleshooting was not performed and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no information about the auto mode feature usage at the time of the event. No further patient complications were reported. No product return is required for mmt-342, mmt-442aj, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.